Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy. The device is currently programmed to secondary. At implant primary vector passed and alternate vector failed. Technical services (ts) was consulted to review device data. Upon review, the type of noise is similar to myopotential activity which is being oversensed. Additionally, r-wave amplitudes were low. Ts provided troubleshooting and programming options. At this time, the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead and is noted within the device instructions for use (IFU), as well as the product's risk documentation. This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock oversensing is a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock and oversensing is a known inherent risk of the lead.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock therapy. The device is currently programmed to secondary. At implant primary vector passed and alternate vector failed. Technical services (ts) was consulted to review device data. Upon review, the type of noise is similar to myopotential activity which is being oversensed. Additionally, r-wave amplitudes were low. Ts provided troubleshooting and programming options. At this time, the electrode remains in service. No adverse patient effects were reported.